Manufacturer narrative:
Correction: b1, d4. The investigation of the reported failure mode has been completed. No product was received for evaluation. Hematoma, bleed: the cause of the bleed and hematoma was most likely use issue related since hemostasis was achieved by placing additional suture. Sepsis: the root cause of the injury was unable to be determined due to insufficient clinical details. Fever: the root cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position (positioning issue): the cause of the positioning issue was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During the support patient experienced bleeding from tunnel site and hematoma in surgical pocket. Additional suture placed and pressure bag applied on top of pocket. Nursing staff addressed low central venous pressure (cvp) with provider and patient is receiving fluids. Patient to receive 1 unit of packed red blood cells. (Prbc). Nursing weaning pressor supports as patient tolerates. Impella noted to measure 4.3 cm on echo imaging. Provider at bedside and repositioned. Patient was started on precedex overnight for agitation but has now spiked a fever and precedex was discontinued. Staff obtaining new cultures for septic work up. White blood count (wbc) increased significantly to 39. The patient is receiving fluid bolus and another unit of prbc. The patient has been decompensating throughout the night. Patient¿s family at bedside and chose comfort measures. Patient expired.